Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, with corroded motor home switch. The insulin pump had cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother states the customer had issues with their insulin pump. The mother states the pump was exposed to pool water. The customer wore the pump while going into pool. The customer's blood glucose level was unknown. The mother states the pump had fluid under the lcd display. The customer was advised the pump would be replaced and returned for analysis.